Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a message was received for high impedance, low sensing, and loss of capture. The pocket was opened and the lead was disconnected and reconnected to the device. All measurements were in-range. The device remains implanted.